Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes due to post paced t-wave oversensing were observed. Programming changes were recommended.